Event description:
It was reported that an ilet pump generated repeated occlusion alarms during meal announcements, resulting in partial insulin deliveries and hyperglycemia; the event involved an obstruction of insulin flow associated with the connector/coupler component, with the patient noting glucose rose from 104 to 190 mg/dl and returned to range after replacing supplies. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed device's engineering log and motor log showed that the user was receiving occlusion alarms during most of their meal announcements but only after damaging a connector. However, failure investigation was unable to replicate the alleged device issue. No failures were found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.